Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in process. The valve was implanted. Only the fiber is being returned for identification and evaluation.

Event description:
Reportedly, the surgeon found fibers on the device, removed the particulate and implanted the valve. Per the customer, after suturing the valve and removal of the tricentrix system, the doctor noticed 'severe fibrous & scratches on all three valve leaflets'. He also found one hair-like fiber stuck on one leaflet.

Manufacturer narrative:
Evaluation summary: results were provided on (B)(4) 2011. "The unknown fiber was sent to chemistry for analysis. Ftir analysis was performed and concluded, "the ir spectrum of the unknown fiber like substance showed similar absorption characteristics when comparing to cellulose like material." (B)(4). Although the source of the cellulose like material cannot be conclusively determined, cellulose like materials can include those such as paper or cotton. During manufacture of the heart valves in a class, there are inspections steps which check for general appearance and check under magnification ((B)(4)). Subsequently in the preliminary packaging steps, which are performed in a class 100 cleanroom, the valves are again inspected for foreign particulates ((B)(4)). Therefore, it is highly unlikely that the particulate observed in the complaint was due to the manufacturing processes. As reported in the complaint, the particulate was observed after suturing the valve." Method: ir spectrum analysis. Additional manufacture narrative: the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.